Manufacturer narrative:
Calibration recovery was within expectations and controls were acceptable. Upon review of the alarm trace, no abnormalities were observed. The field service engineer checked fluidics, replaced o-rings and tubing of the balancer, cleaned the cell flow path, and replaced tubing and syringe seals. A sipper probe was replaced since it was bent at the bottom. The mixer speed was adjusted. The water tank was cleaned and the photomultiplier tube was adjusted. Performance testing and a cell blank were performed. Calibration and controls recovered satisfactorily. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer adjusted the probe liquid level detection voltage. A probe adjustment, mixing, and magnet movement were checked. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys troponin I stat immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a troponin I value of 1.73 ng/ml accompanied by a data flag. The reporter noted that this measurement was the last measurement from the reagent pack. The sample was repeated two more times, each time resulting with a value of < 0.100 ng/ml accompanied by a data flag. The second sample initially resulted with a troponin I value of 0.106 ng/ml. The sample was repeated, resulting with a value of 0.598 ng/ml accompanied by a data flag. The sample was then repeated two more times, each time resulting with a value of < 0.100 ng/ml accompanied by a data flag. The third sample initially resulted with a troponin I value of 1.21 ng/ml accompanied by a data flag. The sample was repeated, resulting with a value of < 0.100 ng/ml accompanied by a data flag. The troponin I reagent lot number was 483102. The reagent expiration date was requested, but not provided.